Event description:
It is reported by the patient that their insulin pump displayed a button error. The patient's blood glucose level is 232mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with bleeding display glass, a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, a scratched reservoir tube window and cracked battery tube threads.